Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient indicated "significant discomfort at the site of the pocket." There was a very thin layer of skin over the device. The device was explanted and replaced. No patient complications were reported as a result of this event.